Manufacturer narrative:
The investigation has determined that one vitros tp slide cartridge was mis-identified in the reagent supply of a vitros 350 analyzer. The assignable cause could not be determined. User error associated with loading a slide cartridge outside of vitros cart handling protocols could not be ruled out as a contributing factor. From the information provided there is no evidence the vitros 350 instrument malfunctioned.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) because of a vitros total protein (tp) slide cartridge that was mis-identified in the reagent supply of a vitros 350 chemistry system. The event meets potential health and safety criteria because a vitros slide cartridge was mis-identified as a different assay and discrepant results may have been undetected by the laboratory and conveyed to a clinician leading to inappropriate intervention with the potential for serious injury to the patient. No discrepant results were obtained as the analyzer posted condition codes. There was no allegation of patient harm as a result of this event. (B)(4).